Event description:
During an intra operative procedure, the surgeon states that fluid flow through the valve is not smooth, is inconsistent and not adequate. As a result the surgeon used a new device. There was a delay in surgery about 5 minutes. This complaint was initiated on (B)(4) 2012, and closed out on (B)(4) 2012, as no complaint sample returned for evaluation. Complaint sample was received on (B)(4) 2012, and this complaint was reopened on (B)(4) 2012, to perform the respective evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again and the flow was normal. Further examination of the valve revealed the presence of biological debris within the device. The root cause of the problem reported by the customer is to the biological debris / dried saline debris found within the valve. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar events. Based on the investigation this complaint is considered closed.